Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they were treating a patient with a neuro fever. The patient was 39.4c, but the water was not dropped below 30.6c. Nurse adjusted the target from 37c to 33c to see that would help, but the water still was not getting cold. Chiller temperature (t4) was 4.3c. Mixing pump command was 100 percent. System hours was 6052.9. Pump hours was 5662.5. Mis advised device needs to go to biomed labeled not cooling.

Event description:
It was reported that they were treating a patient with a neuro fever. The patient was 39.4c, but the water was not dropped below 30.6c. Nurse adjusted the target from 37c to 33c to see that would help, but the water still was not getting cold. Chiller temperature (t4) was 4.3c. Mixing pump command was 100 percent. System hours was 6052.9. Pump hours was 5662.5. Mis advised device needs to go to biomed labeled not cooling.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, device was found to performing accordingly. Unit was primed to fill. Chiller evaporator outlet tube was found expanded. The device underwent pm servicing while in for repair. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.